Event description:
While at the doctor's office the customer received a blood glucose reading over 600mg/dl on the contour next ez. The doctor's meter read the same. The customer was given 12cc of insulin. After an hour his blood glucose did not change. His doctor advised him to go to the ER. The customer did not go until the following day. He was given 12cc of insulin and two liters of saline solution. The customer was advised to return his test strips for evaluation. New strips and meter were sent to him.